Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer performed a cartridge change to resolve the issue.